Event description:
Endo gia stapler handle stopped working while surgeon was attempting to fire a staple load. A second handle was opened in which the handle was also not working, so a third handle had to be opened.